Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor air dryer filter/muffler. The unit passed all testing and operates within the manufacturing specifications

Event description:
It was reported that the 840 compressor was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.